Manufacturer narrative:
Additional information: b5 b5: it was reported during follow up that the patient recovered from the event two days after onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was reported that the patient was not hospitalized for event. On the same day as event onset, the patient was treated with vancomycin injection (1 gram, every 5 days, ongoing, route not reported) and ceftazidime injection (1 gram, once daily, ongoing, route not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.